Event description:
It was reported that during an unknown procedure, the active blade of the device snapped in half. The blade snapped of whilst inside the patient which was retrieved through the trocar. An error code appeared after the blade snapped off but the theatre team don't recall which one, none of the trouble shooting stepped were followed as the device was replaced straight away in an attempt to save time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good condition and with body fluids present. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was connected to a test handpiece and generator and functionally tested. The device activated. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.